Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged introducer sheath was confirmed; however, the root cause was not identified. The product returned for evaluation was one 4.5fr ptfe peel-apart sheath. Usage residues were observed within the sample. The vessel dilator was not returned for evaluation. The tip of the sheath exhibited deformation. Microscopic inspection of the sheath confirmed deformation of the distal tip. One region was buckled and flared outward. A longitudinal split was observed, originating at the distal end. The fracture edges appeared granular. Peel-apart sheath deformation was observed that appeared consistent with insertion against resistance. Such resistance may occur if the insertion angle is steep, insertion is attempted through a too-small incision and if the transition between the sheath and dilator is rough. The deformation and lack of a dilator prevented thorough inspection of the transition. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. H3 other text : evaluation findings are in section h11.

Event description:
It was reported four incidents of a fissure in the tearable sheath during puncture. On the afternoon of (B)(6) 2023, the intubation nurse found that the front end of the tearable sheath had a fissure during puncture, causing resistance to puncture. Fortunately, the intubation nurse found the fissure in time. There have been three similar incidents in the last 2 weeks where the intubation nurse found that the front end of the tearable sheath had a fissure during puncture causing resistance to puncture. Two of the similar incidents did not have such an obvious fissure. This report addresses the incident that occurred on (B)(6) 2023.

Event description:
It was reported four incidents of a fissure in the tearable sheath during puncture. On the afternoon of 1 november 2023, the intubation nurse found that the front end of the tearable sheath had a fissure during puncture, causing resistance to puncture. Fortunately, the intubation nurse found the fissure in time. There have been three similar incidents in the last 2 weeks where the intubation nurse found that the front end of the tearable sheath had a fissure during puncture causing resistance to puncture. Two of the similar incidents did not have such an obvious fissure. This report addresses the incident that occurred on 1 november 2023.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.